Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore stems) are marketed in USA, and therefore this report was filed. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Review of event description: a revitan distal was implanted on (B)(6) but it expired on november 30, 2015. However, the implant was left in situ. No other documents were provided. Root cause analysis: possible causes for the reported event according to dfmea: sepsis -> due to use beyond expiry date. Possible -> the product expired on november 30, 2015 and was implanted on (B)(6) 2015. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The root cause is use error. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Should additional information become available zimmer will re-evaluate the case and send an amended medical device report. (B)(4). Still implanted.

Event description:
It was reported that a patient was implanted a revitan prox. Spout 55 on (B)(6) 2015. The product was implanted after its expiration date (november 30, 2015). It was reported that the expired implant will remain in the patient.